Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was getting a 376 ins recharger (insr) code when trying to recharge their ins. The patient reported that the stimulation did not last long after recharging. The patient stated at first the stimulation would work for 2-3 days but it later decreased to 6 hours to 4 hours and now it would cut off after about an hour. The patient confirmed this started occurring all of a sudden. The patient stated stimulation would not last long after recharging. The patient used their pp to see the low ins informational screen. The patient confirmed stimulation was on and they were feeling slight stimulation at the time of the call. A replacement antenna was sent for the 376 code. The patient was advised to charge to 100% and follow up with a healthcare professional (hcp) about the stimulation not lasting long after recharging. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.